Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level, cgm read "high." Reportedly, customer stated bg may have been due to not accounting for all carbohydrates consumed when delivering a bolus; however, this could not be confirmed. Customer bolus using the pump to address the elevated bgs. A recommendation was made for the customer to discuss bg levels with healthcare provider.